Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek dilatation catheter noted no blood or contrast visible. The balloon was tightly folded. A syringe filled with water was attached to the balloon catheter. When negative pressure was pulled, bubbles entered the syringe, confirming a leak. A new indeflator filled with water was used to pressurize the balloon catheter when water leaked out of two holes in the outer member layer of the shaft 1.6 cm proximal to the guide wire exit notch. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, or handling of the product during preparation/use. A conclusive cause for when the damage to the shaft occurred could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
Reportedly during prep of the trek, the trek would not hold air. The balloon appeared to be fine so they were not sure if the shaft had a leak. The device was not used in the patient. No additional event information was provided.